Manufacturer narrative:
The pipeline flex has been returned and evaluation is in progress. A follow-up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left superior hypophyseal internal carotid artery (ica). The aneurysm had a max diameter of 18mm and neck diameter of 6mm. Landing zone artery size was 4.8mm distal and 5.0mm proximal. Vessel tortuosity was minimal. The devices were prepared as indicated in the IFU. It was reported that the pipeline flex was advanced through the catheter with friction. The pipeline flex was deployed and as the device was crossing the aneurysm neck, narrowing was observed in the middle section. The pipeline flex was resheathed and re-deployed four times, which was not successful in opening the device. The pipeline flex was removed from the patient. A new pipeline flex was selected and successfully delivered without incident. Post-procedure angiograph showed semi-contrast stagnation. There was no report of patient injury as a result of this event.

Manufacturer narrative:
Additional information, device evaluation the pipeline flex delivery system was returned for evaluation. As received, the pipeline flex was not attached to its pushwire. Both ends of the pipeline flex braid were found fully opened and moderately frayed. The middle section of the pipeline flex braid was found narrowly opened and compressed. Based on the provided photo and analysis finding, the report of pipeline flex failure to open at the middle section was confirmed as the received pipeline braid was found narrowly opened at the middle section. The possible cause of the middle section not opening could be a combination of damaged braid, device design, patient anatomy, and physician technique. The damage to the braid at both ends is possibly the result of the physician re-sheathing the device more than the recommended two times. Per our IFU (instructions for use): ¿re-sheathing the pipeline flex embolization device more than 2 cycles may cause damage to the distal or proximal ends of the braid. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.